Event description:
The following has been reported by customer: the customer reported an error in the infusion pump programming, resulting in the administration of oxaliplatin over 4 hours instead of the intended 2 hours. The customer also reported that no harm occurred to the patient. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.